Manufacturer narrative:
The device was not been returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, at 6 mm, moderate paravalvular leak (pvl) was noted. A balloon aortic valvuloplasty (bav) was performed. Upon removal of the balloon, part of the balloon caught and dislodged the valve, pulling it aortic. The balloon was partially inflated to free it from the valve. A snare was used to hold the valve in place while a second transcatheter bioprosthetic valve was implanted. A bav was performed and upon removal the first valve began moving around in the ascending aorta. The first valve was snared a second time but was unable to be secured in the ascending aorta. Subsequently, the procedure converted to open and the first valve was surgically removed. The second valve was left functioning in the aortic position. No other adverse patient effects were reported.